Manufacturer narrative:
Pump received with unresponsive keypad. Unable to perform the displacement test and self test due to unresponsive keypad. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies and keypad traces. Unable to download using thus software. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: flattened dome (no crease), overlay missing, corroded keypad trace, missing display window/cover, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case and scratched case. In conclusion, unresponsive keypad was observed during analysis and confirmed due to corroded keypad traces and flattened dome. Pump exposed to moisture confirmed. Unable to confirm unexpected battery power loss. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported the keypad unresponsive and pump stopped working. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for product analysis.